Event description:
Additional information was received that diagnostic imaging was performed and confirmed a dislodgement of the left ventricular (lv) lead. The lv lead was deactivated to resolve the event. The patient was stable and will continue to be monitored.

Event description:
During a remote follow-up, a loss of capture and episodes of post-paced t wave oversensing were observed on the left ventricular (lv) lead. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.